Event description:
It was reported that the insertable cardiac monitor (icm) exhibited bluetooth telemetry loss. No intervention was reported, a new phone was provided, and the patient paired the icm successfully. There were no patient consequences reported.